Manufacturer narrative:
During the inspection, additional issues were found. The air/water cylinder and suction cylinder had discoloration. The distal end had corrosion. The adhesive on the bending section cover was detached. The connecting tube had a scratch and there was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the issue was noticed during the last reprocessing before returning the device to olympus. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Event description:
During a standard inspection of a customer returned asset, the forceps elevator had foreign material due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus. Upon follow-up, the customer stated the issue was not noticed during the last reprocessing before returning the device to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 18-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined however, the likely cause of the reported event is due to user facilities brushing method of the elevator differed from instructions for use (IFU) recommendation or, the facility staff was less trained in device handling, usual reprocessing and reprocessing before returning device for repair in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: - IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿ all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ -IFU (reprocessing manual) details reprocessing method of/around forceps elevator at manual cleaning:brush the forceps elevator. -since IFU (operation manual) specifies on foreign material at/around forceps elevator in ¿inspection of the endoscope¿, the suggested event was detectable. -moreover, IFU (operation manual) says as below: ¿ returning the endoscope for repair, thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus. Olympus will continue to monitor field performance for this device.